Event description:
It was reported to philips that the system shut down during a scan, making x-ray unavailable due to kv asymmetry on an allura xper fd20/10 & fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the converter 8e velara and kv/ma controller, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).